Event description:
It was reported that the patient underwent a cervical procedure at c4/6 for opll using anterior fixation. Approximately 8 weeks post-op, it was revealed from x-rays that a screw at c4 backed out. The patient reportedly was asymptomatic and the surgeon is continually monitoring the patient.

Manufacturer narrative:
Devices remain implanted, product return is not possible. Lateral cervical films are presented for immediate and 8 weeks post-op. They show that the construct was implant at c4-c7 with entire c6 and partial c5 corpectomy. Eight week post-op x-ray shows back out of c5 bone screw and locking screw at mid plate. The suspect devices in use are part g876h013, lot# w05l2000 and #w07j2931; part g876h313, lot# w07j2246 and w07k3185. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.